Event description:
It was reported that the external pulse generator (epg) powered on to a self-test error code. Removing the battery cleared the error, and the device operated normally. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.